Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor did not report readings to the remote surveillance system and nurse call. The patient, who was being monitored for spo2 and pulse at minimum settings, experienced a critical low spo2 event. The device displayed a red message on the screen indicating "spo2, no pulse,". Alarm was heard in the patient's room but no alarm was registered on the remote surveillance system. Logs was pulled from the monitor, ethernet cord was broken but not defined, and nurse call cable was disconnected in room at the wall and not from the monitor. The patient was transferred to the ICU and passed away due to an abdominal aortic clot.

Manufacturer narrative:
Correction: d1, d2, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Technical support walked customer through troubleshooting via phone without unit being returned and was unable to help the customer resolve the issue. The product sample or additional supporting materials from the account was not available for analysis. Design and software assessments were performed for this event. Functional testing found that three alarms defined as physiological in the manual: ¿spo2 no pulse¿, ¿co2 no breath detected¿ and ¿resp no breath detected¿ were not implemented on the remote surveillance system. The customer selected which bedside alarms would be visible and audible at the remote surveillance system. By not implementing these three physiological alarms, customers were unable to select these three alarms to visualize and annunciate on the remote surveillance system. Three physiological alarms: "spo2 no pulse", ¿co2 no breath detected¿, and ¿resp no breath detected¿ were not mapped or supported in the remote surveillance system, representing a gap in design requirements and system integration. Development of software updates for the us (v3.4.3 and v4.0.3) have been completed and a translated version for europe, canada, australia, and new zealand to incorporate the physiological alarms as configurable alarm options within the system, enabling healthcare facilities to utilize these features as part of their monitoring protocols to reduce risk to afap. It was reported that the monitor did not report readings to the remote surveillance system and nurse call. The patient, who was being monitored for spo2 and pulse at minimum settings, experienced a critical low spo2 event. The device displayed a red message on the screen indicating "spo2, no pulse,". Alarm was heard in the patient's room but no alarm was registered on the remote surveillance system. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.